Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Five lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on each of the identified lots, and one of the lots also had a non-conformance (nc). The nc and dns were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer clotted approximately two hours into a patient¿s hemodialysis (hd) treatment. The patient was dialyzing on a fresenius 2008t machine and was utilizing fresenius bloodlines. No visible damage was identified on the dialyzer. The patient¿s blood was not returned following the clotting and estimated blood loss (ebl) was reported to be 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. However, the cm confirmed the patient was continuing their regularly scheduled hd treatments at the clinic with no further issues. The dialyzer that clotted was discarded and a lot number for the device could not be provided.